Manufacturer narrative:
The device was evaluated by the returns department which found that the right hand rim is bent due to freight damage.

Event description:
Order arrived with damage to the frame of the chair.

Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
Order arrived with damage to the frame of the chair.